Manufacturer narrative:
This report is submitted on (B)(6) 2018.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (tesla strength unknown). The patient's head was reportedly wrapped with compression bandage during the MRI. Subsequently, revision surgery to replace the magnet was completed (date not reported).